Event description:
It was reported that the device exhibited an upstream occlusion alarm when there is no upstream occlusion present (cannot replicate fault under uncontrolled testing only when used in the clinical setting). There was patient involvement but no patient harm/adverse reported.

Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. The device underwent functional and accuracy testing with no issues. The upstream occlusion sensor was calibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.